Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported, the infusion device fell into the bath tub 3 weeks ago and displayed an e7 (electronic error) message. Patient stated, he disassembled the infusion device, wrapped it in a towel and laid it on the heater until it was dry again. Patient reported after he assembled the infusion device, everything worked just fine. Patient stated, now the infusion device started showing an e7 again and the display is incomplete. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.